Event description:
It was reported that the insulation on the subject device had fallen away from the ball electrode tip. The issue occurred during installation. Upon receipt of the returned device, two (2) additional devices were received and reported to be involved in the event. There were no reports of patient involvement. This report 2 of 3.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer¿s allegation was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. During evaluation, it was observed that the shaft was slightly bent at its distal section. The electrode tip was discolored as sign of use. However, there was no visual damage on its green insulation and connector. The green outer sheath could be slid back and forth smoothly. When being closed, there was no gap between the ball tip and insulation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide a correction to previously submitted report and additional information. Corrected: h3: h10: 3011050570-2025-00112 (1 of 3), 3011050570-2025-00255 (2 of 3) and 3011050570-2025-00256 (3 of 3). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.